Manufacturer narrative:
The 4 samples from the patient underwent further investigation. The samples were treated with heterophilic blocking tubes. Further investigation of the 4 samples confirmed the presence of high molecular weight interferent igm molecule. The interferent is most likely a human anti-mouse antibody (hama). This interferent is documented in product labeling.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer complained that the results for 1 patient tested for elecsys troponin I stat immunoassay (troponin I stat) do not match the clinical picture for the patient. The troponin I stat results were reported outside of the laboratory. The initial troponin I stat result at 5:57 a.m. Was 0.92 ng/ml. A new sample was obtained at 3:07 p.m. And the result was 0.91 ng/ml. On (B)(6) 2017 a new sample was obtained and the troponin I stat result was 0.85 ng/ml. On (B)(6) 2017 a new sample was obtained and the troponin I stat result was 0.80 ng/ml. The patient had a troponin t hs result of 0.010 ng/ml which was consistent with the patient¿s condition. The customer thinks there may be an interference in the sample affecting the troponin I stat results. No adverse event occurred. The cobas e411 immunoassay analyzer serial number was (B)(4). Liquid flow cleaning was last performed on (B)(6) 2017. The pinch tubes were last exchanged on (B)(6) 2017.

Manufacturer narrative:
Four samples from the patient were submitted for investigation. The customer's increased troponin I stat results and the customer's normal troponin t hs results were confirmed during the investigation. A general reagent issue can be excluded. Investigation of the patient samples is ongoing.